Event description:
During an av shunt procedure, balloon ruptured. The catheter was withdrawn within the balloon intact. A new catheter was re-inserted without incident. No adverse event reported occurring with pt.